Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
During a total knee arthroplasty, the reamer fractured, part of which remains in the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The reamer returned had evidence of heavy burrs, nicks and damage to the shaft. The fracture point was burred and damaged from a twist type movement which is indicative of the instrument function. The remaining part of the instrument was not returned and left implanted in the patient. Hardness testing was not able to be completed due to the fractured part of the instrument remaining in the patients intramedullary canal. From the observation / visual integrity of the reamer, it can be determine that the reamer has failed due to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty, the reamer fractured, part of which remains in the patient. The patient is reported to be in "normal" condition and no intervention is planned to remove the retained piece of instrument.